Event description:
The customer reported a defective monitor and lines appear. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported a defective monitor and lines appear. No pt harm was reported. The users were unable to provide info about whether the device fell and whether the device was mounted at the time of the fall. The product labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 46) also clearly warns that "if the monitor is mechanically damaged, or if it is not working properly, do not use it for any monitoring procedure on a pt. Contact your service personnel." This includes a check of all functions, external cables, plug-ins and accessories of the instrument that are needed for monitoring a pt. It needs to be ensured that the instrument is in good working order. The lines on the display would alert any user to the non-functional state of the monitor. A non-functional parameter would exclude the device from being used in monitoring pts and would not cause a safety risk. Furthermore, the product labeling (intellivue x2 multi-measurement module, instructions for use, part number 453564208381, page 57), describes that the most reliable method of pt monitoring combines both close personal surveillance with correct operation of monitoring equipment. The lack of waveforms and a defect monitor would be immediately obvious to the user. This would allow the user to implement alternative methods of monitoring per hosp protocol, and/or to troubleshoot the monitor. Consideration of this complaint and trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.